Event description:
Patient reported that the device generated a result of "lo" (<10 mg/dl), without having first applied blood or control solution t the test strip. No patient injury was reported and no trreatment was received. Technical support requested the return of the suspect product and replacement product was shipped.